Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at nominal pressure for 30 seconds. The device was simply removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.